Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, mildly tortuous, 50% stenosed distal superficial femoral artery. A non-abbott sheath was advanced, and two unspecified balloons (5x80mm and 6x80mm) were used for pre-dilatation. A 5.5x80mm supera self-expanding stent system (sess) was advanced, and the stent was deployed without issues. During retrieval of the delivery catheter, it was noted that the tip was separated from the catheter and was lodged with the deployed stent but the tip and stent were found to still be somewhat in the introducer sheath. During withdrawal of the delivery catheter, the stent was inadvertently moved to the common femoral artery (cfa). In order to snare the tip out of the patient, the tip and stent were pushed out of the introducer sheath. The stent remained in the cfa, outside the target lesion. An unspecified balloon was used to appose the stent to its new location, and a 7x120mm absolute pro sess was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.